Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses were noted with the proglide devices. The sutures of two additional proglide devices were successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed at this time.